Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2016 with the following findings: the battery compartment was cracked. The display screen was found to be dim and discolored. The ok button was intermittently unresponsive. The keypad was removed and contamination was found on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the display screen was dim and discolored, and the ok button was under responsive. This report is made based on results of investigation completed on 08/17/2016.